Event description:
The customer reported that a blood leak from the blood pump segment was noted approximately three hours into treatment. The customer felt that the pump might have torn the tubing. The prisma machine was sequestered until the bio-medical technician could check it. The external blood loss was unknown (customer described as puddle on the floor). The pt's blood pressure dropped (no details given). Hemoglobin was unchanged but the pt received one unit of blood.